Event description:
The patient reported after wearing the pod on her leg for less than 48 hours, her site became very painful; it was hard and hot to the touch. She went the urgent care facilities and was diagnosed with cellulitis. She was treated with antibiotic (she could not recall the name of the name of the antibiotic). The pod was discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.